Manufacturer narrative:
The reported field event of lead insulation damage was confirmed. As received, a complaint lead was returned in one piece. Visual inspection of the lead noted electrocautery damage to the lead body, consistent with having incurred at the time of the procedure. Electrical testing resulted in normal lead characteristics.

Event description:
During an unrelated device replacement procedure, insulation damage was noted on the right atrial (ra) lead. The lead was explanted and the patient was stable with no consequences.